Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined through this evaluation as no product was returned, the log file findings appear consistent with potential driveline wire compromise. The submitted log file captured numerous low speed and pump stop events as the pump struggled to maintain the fixed speed. These events occurred on external battery power and were associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. The heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists death as an adverse event that may be associated with the use of the hmii lvas. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, the patient was admitted for several low flow alarms. Log files of the system controller revealed several pump stops and low flow alarms. On (B)(6) 2023, the patient lost consciousness during the low flow alarms. The system monitor revealed that there was a pump stop. The patient passed away due to the pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.